Event description:
It was reported that an alarm was heard but telemetry had not yet been performed. The patient was hearing a single tone alarm, and then ten minutes later, heard a dual tone alarm. This had been happening hourly for about a week and the patient thought it was a (B)(6) decoration with a low battery but just realized that it was the pump. A missed refill occurred. The patient thought she had a refill scheduled for after (B)(6), but just saw that the refill was on (B)(6). The patient had been in touch with the healthcare provider¿s (hcp) office and the hcp was not in on the report date, but they were trying to organize for the patient to see another hcp. The patient experienced muscle spasms in the legs, which were ¿nothing like prior to the pump¿. The device system contained baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).